Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and oversensing of noise which resulted in inappropriate therapy. The lead was explanted. No further patient complications have been reported as a result of this event.